Event description:
It was reported that pt had infection so the surgeon took out implants, washed the hip out, and replaced the implants.

Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A review of the device history records indicates that, where valid lot ids were provided, the reported devices were manufactured and accepted into final stock with no relevant reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.